Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the device is producing error messages due to a faulty mainboard cause by a burnt out msl board. The customer msl board was replaced to resolve the device issue.

Event description:
Philips received a complaint on the intellivue x3 monitor indicating the system displayed an error for a speaker malfunction. It is unknown if the device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.